Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Event description:
It was reported during a shoulder repair the pump started running really fast without any change to the pump. The rep stopped the unit before any injury occurred. It was replaced and the case was completed with no further issues and the patient is fine to date.